Event description:
In march 2006 the lay-user/reporter contacted lifescan alleging that the patient's meter was displaying an "error 2" message. According to the reporter, the patient had the meter for about 1 week but was never able to perform a successful blood test due to the "error 2" message. In march 2006 at around 10:30am, the patient's legs became "weak" and the patient "crumpled to the ground". The patient tried testing her blood glucose but got the glucose was tested by the paramedics or what medical treatment she received. The patient was then transported to the hospital via ambulance. By 11:00am, her blood glucose was tested in the hospital using an unidentified hospital device and a reading of "47 mg/dl" was obtained. The patient was given orange juice which raised the patient's blood glucose to an unspecified level. However, after an unknown period of time, the patient's blood glucose dropped down to "68 mg/dl". The hospital attempted to give the patient a meal but the reporter declined since she had to take her sister to a dialysis appointment at 12:30pm the same day. The patient was advised by the hospital to take the meal with her and eat it along with the lunch that she had prepared earlier in the day. The reporter indicated that the patient takes an unknown insulin dosage every morning. She could not specify what type of insulin the patient was prescribed. She indicated that the patient took her scheduled insulin dosage the morning of the event after eating breakfast. During troubleshooting with the customer care advocate the patient encountered the following errors: error 4, error 5, and the "apply sample" symbol (test would not start). None of the reported error messages were resolved. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the patient was unable to use the meter because of the "error 2" messages.